Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be the patient has alleged respiratory issues,mucus production, tightness, and hypersensitivity with severe sleep apnea. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of light dust contamination on the blower, discoloration and corrosion from water ingress at p4 dc input connector.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes contaminates found were consistent with dust contamination on the blower, discoloration and corrosion from water ingress at p4 dc input connector. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.